Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries, however no details have been provided regarding the nature of the injury and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." .

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries, however no details have been provided regarding the nature of the injury and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional outcomes alleged by the patient's attorney. The medical records indicate that the patient was treated for infection, fistula formation and recurrence all of which are known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. This emdr represents the composix ex (device #1). There is no indication, per the medical records of an adverse event involving the xenmatrix graft. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d7, g4, g7, h2, h4, h6, h11. Corrected fields: d4. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2003: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records provided by the patient's attorney: (B)(6)2014 the patient underwent an exploratory laparotomy, extensive lysis of adhesions from mesh (composix e/x, device 1) and a small bowel resection. Implant of x3 non bard/davol mesh for adhesion barrier. Per medical records, the patient had a non healing wound, abscess and fistula in which multiple debridements were performed. (B)(6)2015 the patient underwent debridement and irrigation of open wound, partial removal of infected mesh (composix e/x, device 1) and wound vac placement. (B)(6)2016 the patient underwent a ventral hernia repair with mesh (xenmatrix graft), resection of fistula and small bowel, excision of infected mesh (composix e/x device 1) and lysis of adhesions. Attorney allegations: attorney alleges outcomes attributed to the device of abscess, adhesions, bowel/intestinal obstruction, bowel/intestinal removal, fistula, infection, pain, and recurrence. The patient's clinical course is unclear beyond this time.